Event description:
It was reported that a revision surgery had to be performed due to tibial loosening. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Results of investigation: it was reported that a revision surgery had to be performed due to tibial loosening. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A medical analysis noted that the revision included debridement of the tibial plateau so the tibial plateau could be removed. The operative report did not offer a root cause for the loosening. Two x-rays were provided for review. The impact to the patient beyond the surgery and recovery cannot be determined. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Some potential causes of the reported event could include but are not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.